Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported a broken instrument. No further information received.

Manufacturer narrative:
Corrections to all fields. Further review of the event found that there was not a death or serious injury associated with this event, and this event type would be unlikely to lead to a death or serious injury if it were to recur. Therefore, this medwatch was reported in error.